Event description:
Servo I ventilator was being prepared for a pre-use check when respiratory tech noticed vent only working on battery back up power, rt connected power plug to different outlets with same results, and noticed a electrical smell from the vent.